Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. (B)(4).

Event description:
During follow-up, non-sustained oversensing was noted on the right ventricular lead. The lead was explanted and replaced. No lead damage was noted on imaging or during the replacement procedure. The patient is stable.